Event description:
It was reported that a user experienced recurrent low glucose events while using the ilet, including prolonged hypoglycemia following announced meals and unusually high insulin use that required two cartridges within a short period, leading to alarm fatigue and distress; the user declined troubleshooting, planned to discuss discontinuation with their healthcare provider, and intended to perform a factory reset. Symptoms included hypoglycemia to 56 mg/dl. Outcomes included self-treatment with oral glucose. Investigation included review of available device data by support, which indicated lows occurring after meal announcements and completion of standard troubleshooting and education steps. Investigation of this case revealed a cause that remained unclear, with no specific device component failure identified and no confirmed device malfunction based on available information. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.